Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient reports patient was revised on the left hip on (B)(6) 2012 and the right hip on (B)(6) 2013, due to patient allegations of elevated cocr levels, pain, and deterioration in mobility. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2013-01779 / 01782).

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient reports patient was revised on the left hip on (B)(6) 2012 and the right hip on (B)(6) 2013 due to patient allegations of elevated cocr levels, pain, and deterioration in mobility. Additional information received indicates the revision procedure performed on (B)(6) 2012 was due to impingement.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a left total hip arthroplasty on (B)(6) 2010 and a right total hip arthroplasty on (B)(6) 2010. Legal counsel for patient further reported that a left hip revision occurred on (B)(6) 2012 and that a right hip revision occurred on (B)(6) 2013 due to patient allegations of elevated cocr levels, pain, and deterioration in mobility. Additional information received indicates that patient was enrolled in a clinical study. The left hip revision procedure that took place on (B)(6) 2012 was due to impingement. The right hip revision procedure that occurred on (B)(6) 2013 was due to an oversized component; however, information was not provided to indicate which component was oversized.